Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had the stimulator removed because it was not functioning adequately to care for the patient¿s back pain. The stimulator and leads and wires were removed. No patient complications have been reported because of this event.

Manufacturer narrative:
Correction: the event is reportable for serious injury due to the surgical intervention not for "other." Correction: the medical history was addressed in the of the initial report. The device code (B)(4) no longer applies.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that they were responding to a follow-up letter. It was reported that the device was supposed to help with the low back pain but it did not. It never covered the patient¿s pain since implant on (B)(6) 2008. They tried to adjust it numerous times but nothing worked. It was reported that the more they tried to program it the more the stimulation moved around to the patient¿s stomach and was working in their stomach. To begin with the patient had not had any in their stomach and it was in their back but then after programming they felt vibration which was confirmed to mean stimulation in their stomach where it was not supposed to be. This was reported to be 2-3 months after implant in (B)(6) 2008. Patient tried to keep the stimulator as long as they could but it got to the point where they could not stand it. The device was removed. The patient stated that their weight at the time of the event was probably (B)(6). No further complications were reported.